Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited error code 1720. Per reporter, replacing batteries did not clear the alarm. No adverse patient effects were reported. Per reporter no additional information is available at this time.